Event description:
Avanos Medical Inc. received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports.Refer to 9611594-2026-00620 for the second report.It was reported that the feeding tube could not be flushed. Resistance was felt.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The Device History Record for lot 30254561 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Attempt was made to infuse water through the Y-connector. Complete resistance was encountered. The sample was examined under magnification. Occlusion was not observed in the connector. The bolus plug is completely occluded with a clear substance.A root cause has not been established. All information reasonably known as of 28 Jul 2026 has been included in this Health Authority Report. Should additional information be obtained, a Follow-up Health Authority Report will be provided. The information provided by Avanos Medical Inc. represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to Avanos Medical Inc.Avanos Medical Inc. has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the Avanos Medical complaint database and identified as Complaint (b)(4).This information is submitted pursuant to 21CFR803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an Avanos Medical Inc. product is defective or caused serious injury.